Manufacturer narrative:
Product event summary: with a review of the available information, there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. In this case, the site reported that the event had occurred during an attempted pump exchange that was complicated by vasodilation. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received that a patient died while undergoing an attempted pump exchange. The site reported that the patient experienced vasodilation while on cardiopulmonary bypass. The cause of death was not provided. The patient was a participant in the (B)(6) clinical trial.

Manufacturer narrative:
(B)(4). Heartware ventricular assist system ¿ pump. Model unk / expiration date unk / serial number unk / UDI unk, implanted date: (B)(6) 2016. Mfg date unk. (B)(4). Device not returned; known inherit risk of procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received a patient developed the absence of arterial flow in the left lower limb on (B)(6) 2016. The patient subsequently developed limb ischemia and underwent embolectomy. This was thought to be possibly related to a thromboembolic event. The patient¿s condition is reported to have required support with peripherally-inserted extracorporeal membrane oxygenation (ECMO). While the patient was undergoing a pump exchange, it appears that they developed d vasodilation while still on cardiopulmonary bypass. The patient is reported to have subsequently developed further thrombus and subsequently expired on (B)(6) 2016. The cause of death was not provided. The patient was a participant in the lateral clinical trial.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the pumps with unknown serial numbers were not returned for evaluation. Review of the manufacturing documentation could not be performed since the pump serial numbers are unknown. Review of log files could not be performed since log files were not provided for analysis. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. In this case, the site reported that the event had occurred during an attempted pump exchange that was complicated by vasodilation. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a participant in the (B)(4) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.